Event description:
A patient reported experiencing inaccurate erratic results with a one touch basic original meter. The patient's blood glucose results were 146mg/dl, 115mg/dl. Tests were done within <10 minutes with a difference of 21%. Customer's applying blood technique is incorrect. Customer used "the same finger". Patient did not experience any adverse events. No further information has been reported.